Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 302830 and lot number 0302857. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a syringe with 10ml of solution. There is a black foreign matter inside the syringe. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a piece of the stopper/black foreign matter separated from the bd syringe luer-lok¿ tip plunger after being filled with "alteplase". The following information was provided by the initial reporter: "I'm emailing as we noticed an issue with a bd 20 ml syringe (lot # 0302857) yesterday. The 20 ml syringe was filled with 10 ml of alteplase; a portion of the black plunger appears to have become disconnected/is floating in the drug solution." Per bd investigation: "there is a black foreign matter inside the syringe."